Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer server results logs was performed. The run was valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 512705 is performing outside of established design performance specifications. The amplification curve of the discrepant results was analyzed. Sample ID (B)(6) was reported as positive and generated a valid result. However, the curve is abnormal and does not exhibit the typical, sigmoidal shape. The sample was positive for sars-cov-2 but displayed an internal control flag. The internal control was out of range for this sample. A patient sample with positive amplification of target but failed internal control will produce valid result with a flag for internal control failure. As a result, this sample was flagged by the instrument to notify the technician that the sample requires further review. Quality data review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 512705 and the components was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 512705 and the components was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 512705. The lot specific complaint history review identified one additional ticket related to the reported complaint, which was independently investigated and did not confirm a product deficiency. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 512705 was not identified. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer called to report a false positive result generated on the alinity m sars cov-2 assay on (B)(6) 2021. The molecular application specialist (mas) downloaded the files for analysis and confirmed that the sample was called positive. However, the amplfiication curve did not appear sigmoidal for the sample in question, and the internal control (ic) curve also had a raised baseline, which was suggestive of noise and resulted in an ic flag associated with the result. The customer stated the positive result was reported out of the laboratory. The same sample generated a negative result on genexpert and a second collection generated a negative result on genexpert. The sample was also run in seegene and generated a negative result. Though there was no direct adverse impact on patient management reported the patient was required to isolate and be recollected, their family also was required to be isolated and tested as well as close contacts. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.